Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was attempting to treat an unspecified lesion with an 8.0 x 20 mm sterling balloon catheter. The balloon ruptured. The procedure was completed with a different device. There were no reported pt complications. The pt's status is listed as "good." Add'l info has been requested, and is not available.

Manufacturer narrative:
The sterling balloon catheter complaint device was not returned for analysis. The batch number is unk, and the mfg records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.